Manufacturer narrative:
The pain is reported to have started 6 months post-op. The severity is noted as mild and there are no details of treatment. Primary operative notes were returned which were unremarkable. Office visit notes state that the pt's pain is 0/10 at rest, and 1/10 with activity or when he bends over. X-rays were returned which show that the femoral prosthesis is in valgus, with its tip resting on the lateral femoral cortex. The stem size does not optimally fill the medial-lateral dimensions of the medullary canal. Pt factors that may affect component's performance include: bone quality, height, activity level, type of activity, and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined, however the fit and orientation of the femoral stem may be contributing. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product contribution to the reported problem. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing intermittent pain in his left hip, when he bends over.